Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent laparoscopic enterolysis as the small bowel was adherent to the mesh on (B)(6) 2014 during which the surgeon noted excessive amount of adhesions of the small bowel and omentum to the mesh. A piece of mesh was removed from the small bowel. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2018. It was reported that the patient experienced infection, disfigurement, severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/18/2020.